Manufacturer narrative:
(B)(4). The stent remains in the patient. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure to stent a heavily calcified lesion in the distal left circumflex (cx), resistance was met during advancement and would not cross to the distal lesion due to calcification in the proximal part of the vessel. The sds was retracted over the main branch into the guiding catheter. Resistance was felt at the entrance of the guide catheter and a strut of the xience prime flared, the stent slipped partially off the balloon, and the proximal end of the stent was compressed. Intervention was performed to inflate the xience prime stent in an unintended and unnecessary location in the main branch. Another unknown stent was placed in the circumflex to complete the procedure to the target lesion. There were no adverse patient effects, however, a clinically significant delay in the procedure was reported. No additional information was provided.